Event description:
It was reported that the patient presented with a pericardial effusion. It was determined that this right atrial (ra) lead perforated the heart wall. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented with a pericardial effusion. It was determined that this right atrial (ra) lead perforated the heart wall. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes this lead appeared to have perforated the patient's heart wall. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Please see the "nature of incident" field for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of cardiac perforation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.